Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fractured where the head mounts to the stem. It was noted that the head of tool was coated in biomaterial and indicated that it was overheated indicating that inadequate irrigation was used. It was noted that the fracture surfaces indicate that excessive pressure was applied to the tool during use causing the tools to fracture. No additional information was available on follow-up. The user manual contains the following warning, "excessive pressure applied to bur may cause bur fracture. Should a tool fracture in use, extreme care must be exercised to ensure that all fragments of the tool are retrieved and removed from the patient. Unremoved tool fragments may cause tissue damage to the patient."

Event description:
It was reported that "drills broke during procedure. The broken peices fell into the patient, had to be searched for and taken out." No patient impact was reported. No additional information was available on follow-up.